Manufacturer narrative:
The system was serviced in the field. Troubleshooting was done and they attempted to swap fibers on the detector and cp2 with no status change. They attempted to connect directly to the cp2 through the software and was unable to connect. It was not showing the proper codes during boot up and no lights were on other than the power light. The system was saying that the detector was not ready. There was an intermittent issue of the detector and central processor not communicating. Codes 10, 120 and 4307 are applicable. D10: the cp2 was returned for analysis however analysis has not been completed at this time. The lot number was received upon the return - rev. 4 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the central processor (cp2) had intermittent connectivity with the computer which was causing the detector to drop offline and not take images. Troubleshooting was done and they attempted to swap fibers on the detector and cp2 with no status change. They attempted to connect directly to the cp2 through the software and was unable to connect. It was not showing the proper codes during boot up and no lights were on other than the power light. The issue was resoled by replacing the cp2.

Manufacturer narrative:
H3: device was returned and analysis was completed. It was noted that they were unable to confirm reported complaint. They installed the cp2 into a test system for several days. The system booted and readied each time without any issue. They performed a gain calibration, and passed. As well as multiple 2d and 3d images were acquired successfully. It was noted that there was no fault found. H6: 10,213,67 are associated with device return and completed analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: svc kit bi71000528 paxscan 4030cb cp2 lc, lot # unknown. No products have been returned to. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the detector was saying that it wasn't ready. There was no communication to the cp2. This was reported outside of a procedure. There was no reported delay. There was no patient involved.